Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited low impedance, noise, and oversensing. The right ventricular (rv) lead was explanted and replaced. It was noted that due to the new onset of symptomatic bradycardia the patient¿s rv lead and system was upgraded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered for the right ventricular (rv) lead. There was sic (sensing integrity counter) and impedance variation, short v-v intervals, and pacing impedance spike. A possible lead fracture is suspected. The rv lead remains in use as the physician has chosen to monitor the patient closely and perform follow up checks more frequently due to this lead issue. No patient complications have been reported as a result of this event.